Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture and was suspected of dislodgement. During lead revision, the lead was explanted. A different left ventricular lead was attempted to be implanted but could not be fixated in an appropriate location. That lead was not used and replaced. The patient remained asymptomatic throughout event and was in stable condition during and post operation.